Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rainbow effect and scratches on screen which made it hard to read. Customer's blood glucose level was unknown. Customer reported that insulin pump had unexplained and random no delivery alarm and battery life was diminished. Customer reported that the insulin pump rewound slower than normal and had to rewound more than once per reservoir change. Customer reported that they heard grinding noise during rewound process. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.